Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an alarm on the insulin pump. They took the battery out. When they inserted a new battery, they received an unexpected restart alarm. Troubleshooting was performed. The customer's blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart or alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.